Event description:
It was reported to philips that the system could not perform exposures. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency oncology procedure was completed as normal after the restart of the system. A philips field service engineer (fse) visited the site and confirmed that the image disk was full. The fse checked the log file and found that the database consistency test had failed. The fse solved the issue by deleting the images and performing the recreational image disk procedure. After these service actions, the system was returned to use in good working order. The codes were updated based on the investigation outcome.